Manufacturer narrative:
G.1 - contact office - name/address (and manufacturing site for devices): tosoh hi-tec (manufacturer) 1-37 fukugama minami-machi shunan-shi 746-0042, japan registration no. 8031673 tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On 08-feb-2017 the customer reported that in (B)(6) 2016 they obtained a thyroid-stimulating hormone (tsh) test result of 83.99 miu/l and the hospital obtained a 3.82 miu/l test result. The patient presented with symptoms, e.g., weight gain and hashimoto's disease, and is currently on medication. The tsh was 83.99 miu/l and ft4 test was 0.76 miu/l (low end of normal) in the lab. The physician did not question the results, but wanted the patient to go to an endocrinologist. The patient saw another physician, which drew blood on the same day and sent the sample to the hospital. The hospital obtained the 3.82 miu/l test result and ft4 of 1.75 miu/l, which were within normal range for their methodology. The tosoh's technical support specialist recommended drawing another sample since it was difficult to determine what may have happened two months prior. Several attempts were made by tosoh bioscience, inc., to obtain additional information. On 29-mar-2017 the customer reported that the patient was referred to an endocrinologist and the reported issue will not be pursued. The physician's office reported that quality controls (qc) were within range. According to the customer, results were not necessarily wrong. The patient sample was allowed to clot for 15-20 minutes and then spun for 20 minutes. These parameters are on the shorter side of recommended sample processing. Fibrin formation may have interfered with the results. The samples drawn at both labs are no longer available. They could not do a comparison because they are not affiliated with the hospital. Original correlation was done with tosoh's 600ii system. No further information was provided to tosoh bioscience, inc.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for the aia-900, serial number (B)(4), from 08-jan-2016 through 08-feb-2017. There were no other similar complaints identified during the searched period. The st aia-pack tsh assay specifications under limitation of the procedure, page 8, indicates the following: although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for thyroid stimulating hormone. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event could not be determined. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.